Manufacturer narrative:
H10: per good faith effort (gfe) response received (B)(6) 2023, it was confirmed that the customer has not yet received permission to asses the unit, it has been sequestered for the time being. As soon as the customer gets the go-ahead, they will provide additional information. No further information was obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device shut off and restarted while in use on patient. The unit alarmed and displayed unknown error message on screen, and the unit gave audible alarm and was not connected to nurse call system but did trigger pulse ox alarm in patient set up to sound, unit was in process of restarting when removed from patient without further incident. There was no patient harm reported but therapy was delayed. No medical intervention provided to the patient noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the device was brought to the biomed department and is awaiting release from risk management for inspection, unit was plugged into ac power at time of occurrence, unknown if ac outlet in patient room is fully functional. The customer will call back to troubleshoot and for onsite inspection and service when unit is released.